Event description:
During the procedure, the valve of the device was extremely leaky. The user did not move the valve prior to procedure and the valve was not broken. The pt did not require any add'l procedures due to this occurrence. The pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation in progress.